Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +19.5d) and received 3 adjustment light treatments. Following adjustment #3, the patient complained of ghosting/monocular diplopia. The treating physician stated the pupil dilation was asymmetric and believes may have contributed to the patient's symptoms. The lens was explanted due to monocular diplopia and a new lal (sn (B)(6), +20.0d) implanted as a replacement.